Event description:
Ous MDR - boston scientific received information that the patient with this pacemaker system presented with a fever and systemic inflammation response. It was also noted that there was purulent material coming out of the device pocket. The system was explanted due to the infection and the patient was placed on antibiotics. A new system will be implanted at a later date. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The provided event and explant dates are chronologically impossible. Therefore, they will not be added to this report.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.